Manufacturer narrative:
After clinical/secondary review of this file performed on august 4, 2020, it was decided to remove patient code 1733 (autoimmune reaction) and to add patient code 3191 (generalized illness) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, experienced on and off sharp breast pain on the left breast when taking deep breaths and a left breast that feels smaller than the right side. The patient added that the pain felt like sharp needles underneath the left implant. The patient also gained weight and is unsure if the implant is leaking but feel like implant is encapsulated. The patient is taking norco for the pain. The left implant is also reported as firmer than the right side and described to be also moving around. In addition, the patient also called back and added that they have an unspecified autoimmune disorder. No other detail was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.